Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported, they regularly do not have any fluoroscopy and then they cannot make recordings. After restarting the system, everything then works again.